Event description:
It was reported in clinic that the patient was presented for a right ventricular (rv) lead extraction due to elevated capture thresholds. The rv lead was explanted and replaced. The patient was in stable condition.